Manufacturer narrative:
A customer contacted haemonetics on (B)(6), 2011 and alleged fluid ingress on the orthopat perioperative autotransfusion system. No pt injury was reported. No operator injury was reported. Upon evaluating the device fluid ingress was found. The fluid ingress resulted in damage to electronic components. It could not be determined whether the spill bag had been deployed.

Event description:
A customer contacted haemonetics on (B)(6), 2011 and alleged fluid ingress on the orthopat perioperative autotransfusion system. No pt injury was reported. No operator injury was reported.